Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, lot#: va11g6a042, implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 07-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had not used or had the implantable neurostimulator (ins) on for the past 8-9 months. Patient stated that the therapy was not effective for her since implant (B)(6) 2015. Patient also stated that after some time the health care provider (hcp) did an x-ray and it showed the leads had moved out of place and some of them were not working. Patient was redirected to the hcp to consult about getting her ins restarted. Patient does not have a current managing hcp, hcp listings were sent to the patient.